Event description:
It was reported that this left ventricular (lv) lead was electronically abandoned due to the patient experiencing phrenic nerve stimulation. No additional adverse patient effects were reported.